Event description:
The customer reported the infusion of 230 ml at rate of 7.5 ml/hr was accurately programmed, but took less time than expected. The medication reported to be neosynephrine. The event occurred on cardio-pulmonary ICU unit. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.